Event description:
It was reported that there was a product experience [unspecified issue] with a proglide device. On analysis of the returned device, blood was noticed in and on the device indicating the device had been used in the patient. The device revealed a needle to cuff miss. A device in this condition would not achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Event date estimated. Analysis was performed on the returned device. The reported unspecified failure mode was observed as an anterior needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.